Event description:
Lap chole - "surgeon clipped the duct and when the clip was completely applied the jaws of the clipper fell out of the shaft and into the pt."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.